Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. Approximately eight months post-procedure, the patient presented to the emergency department. Magnetic resonance imaging was performed and an acute right cerebella infarct was visualized. A transesophageal echocardiogram (tee) of the heart was performed. No thrombus was visualized on the watchman device and a small, 2mm leak was noted. The physician believes the infarct to be non-cardioembolic. The neurologist restarted the patient on plavix, in addition to current regimen of aspirin. The patient is expected to return for a repeat tee in three weeks.